Event description:
Reportedly, during pt use, the silent button was not working well. The membrane top and overlay were replaced, which resolved the reported issue. The pt was switched off the ventilator, no adverse effects or harm to the pt reported.

Manufacturer narrative:
(B)(4).